Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as vomiting, rapid heartbeat and sever abdomen pain. She treated with the insulin pump. The customer's blood glucose value was unknown at the time of the call. The customer did not recall when the high blood glucose levels began. The customer declined to troubleshoot for high readings. The customer mentioned having a trouble inserting the infusion sets. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.